Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the returned sample was contaminated with blood. The red blood connector plug (arterial) was not fully screwed onto the dialyzer port. Blood contamination at the blood connector plug was visible inside the threads and also on the outside of the blood connector plug. After the disinfection of the actual sample, a leak test of the dialysate side was performed, and no leakage could be found. Furthermore, a leakage test of the blood side was performed and also no leakage could be found. Furthermore, both dialyzer blood ports were checked for possible damage, and no damage or conspicuous features were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating at the arterial connection of a revaclear 500 set. Thirty minutes prior to the end of hemodialysis therapy, the machine triggered an unspecified alarm and micro air bubbles were observed in the circuit lines. The nurse noticed blood flowing down the dialyzer and onto the floor. The nurse had to ¿re-attach the arterial line to the dialyzer¿. It was not reported if therapy was ended with or without blood restitution nor was the volume of blood lost reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.